Event description:
Customer stated, the sensor was not working correctly. The sensor reading activated the threshold suspend on the insulin pump. Customer's blood glucose was 136 mg/dl and sensor reading was 58 mg/dl. Current blood glucose was 219 mg/dl or 136 mg/dl. Troubleshooting was performed. Customer inserted the sensor left side abdomen about nine or ten o'clock on his body if he looks straight down. Customer was advised to how to calibrate the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.